Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was not able to be successfully implanted due to noise and amplitude issues. This lead was successfully replaced. No adverse patient effects wee reported.